Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer was experiencing the symptoms of vomiting, blurred vision, light headed, severe abdominal pain. The customer was admitted to the hospital. The cause of emergency room visit as per healthcare provider was high blood glucose and diabetic ketoacidosis. The customer was advised to change entire set, reservoir and insulin and treat. Customer is no longer wearing the set. Customer declined to troubleshoot the device for high pressure. Customer will wait to here from dcm.